Event description:
During a surgical procedure the pt was being positioned into reverse trandelenburg when a mayo stand got caught under a side rail of the draped surgical table. The anesthiest noticed the pt's head had changed directions and was moving downward. The mayo stand, supported the table's weight enough to allow a foot end of the table base to lift off the floor. This caused unstability of the table. The attending or personnel around the surgical table kept the table and pt stable, preventing it from tipping. The mayo stand was physically caught under the table. The decision was to transfer the pt to another surgical table to complete the procedure. The procedure was completed successfully.